Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago.

Event description:
It was reported that the patient had pain at the ipg site. The patient underwent an ipg revision procedure wherein the ipg was placed deeper. The patient was doing well postoperatively. No device was explanted.